Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper cocked with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper cocked as all samples met specifications. The 100 retentions were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes stopper is improperly assembled. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "customer states tubes are off center to the stopper, causing them to picked up improperly my their instrument."